Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation involved inspection of the high voltage cable and exercising of the collimator potentiometer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator coned down without command. No pt serious injury or death was reported related to this event.